Manufacturer narrative:
It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was reported to have recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin (2 grams, route, duration and frequency not reported) and fortum (every exchange, dose, duration and route not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available.